Event description:
Pfs and medical records received. Patient was implanted on (B)(6) 2008. He suffered several dislocations and was revised 5 days later. The head and liner are being reported.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-17530. 1818910-2014-19746 will be rejected. 1818910-2012-17530 will be kept for investigation purposes. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.